Event description:
A covidien representative received a report where the customer noticed another firm's pulse oximeter was still posting a 100% spo2 value after the patient was deceased and continued to post that the value after the sensor was removed from the deceased patient.

Manufacturer narrative:
At this time, there is limited information about the event (external devices, lighting, patient condition, etc.) A questionnaire was sent to the customer and covidien is currently waiting for response. Investigation is currently in progress. Supplemental report will be submitted if significant information results from the investigation. See scanned page.